Manufacturer narrative:
Continuation of d10: product ID a820 product type software product type accessory section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6)2025 (B)(6) (con): information was received from a patient who was receiving dilaudid (hydromorphone), bupivacaine, and clonidine via an implantable pump. It was reported that they have a serious problem with their equipment. The patient stated that when they finally get the handset to connect to the pump, they will see 'retrieving pump settings' and then 'it takes awhile to get to 90 or 91%,' later confirmed 90%, but then they saw 'pump not recognized, pump failed,' which the agent understood as 'no pump found.' They will have to start the process all over again. The patient mentioned that this will happen 5-7 times in a row, but then they request a bolus at it goes to 90% again. It was noted that sometimes they will see a message that said, 'unit is not responding, close or wait,' which the agent understood as 'myptm app not responding, close app or wait.' They tap 'wait' when they saw this option because if they tap on 'close' or 'not responding' 'it (myptm app) shuts itself off' and by the time they request/receive a bolus, they were taking 20 minutes to get that all done. The patient stated that it happens this way every time. The agent assisted the patient in clearing data. Prior to clearing data, the patient's data was 2.61 mb. The agent assisted patient in connecting to the pump for a bolus and when the screen said 'connecting, this is where I have trouble.' They saw 'not found' and the agent had them tap 'retry,' but shortly after patient tapped 'cancel' instead of following the agent's instruction and saw 'not found' again. The patient able to connect well after tapping 'switch communicator,' and then patient able to request/receive bolus well while on call. The patient was holding communicator directly against their skin. The patient appeared to be continuously tapping communicator on/off button to ensure communicator stayed on. The agent reviewed general use and considerations. The agent assisted patient in resetting bluetooth and location and reviewed how to reset communicator. The patient agreed to monitor telemetry delay and connection to pump. When the agent inquired pump meds, patient stated 'dilaudid 10.0mg or ml, secondary was bupivacaine 10.0 and clonidine 50 mcg,' and did not provide further information. During the call, the patient mentioned that they had gone to the doctor once, possibly on the 3rd refill, at that time, the pump was completely empty. The doctor was floored and the patient feared not getting any medication because they wind up in a ball in pain. The patient said, ¿I go in tomorrow and will figure that out. The agent redirected to healthcare provider to discuss and did not attempt to further clarify telemetry delay event date due to patient's difficulties answering questions. The agent emailed prs for device update information. Additional information was received from a consumer (con) stated that 'it's not getting me the ability to use it again. It goes to searching for pain pump, retrieving pump settings, no pain pump connection, and it does it again and again.' The patient stated they spoke with their doctor about it and 'the doctor said the same thing you did, that it might be a bad unit and needs to be recalled, which means I must go into surgery again.the gent assisted the patient in connecting to their pump and clearing their data. Prior to clearing the data, the patient's data was 459 kb. The patient will monitor and call back for assistance as needed.